Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. Patient's father did not remember bg or cgm values but stated they were off more than 30 points. No additional event or patient information is available. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data.